Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-10305. It was reported, the pt ((B)(6)) was no longer feeling stimulation. The physician suspected damage to the scs lead and/or extension and elected to proceed with surgical intervention. During the procedure, it was confirmed that the lead was broken and torn from the extension. The lead and extension were removed and replaced. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.